Event description:
On (B)(6) 2014, a customer reported an unexpected negative result when using fmh rapidscreen.

Manufacturer narrative:
Immucor laboratory received returned sample (B)(4) on (B)(4) 2014, however was unable to test it because it was beyond the prescribed usability dates. The immucor laboratory did however test retention fmh rapidscreen product which performed as expected.